Event description:
The customer reported a malfunction, found during pre-use check, which resulted in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The connection between the cpu board and display unit cable were cleaned which corrected the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).